Event description:
During a interrogation performed in the days after implant, the physician observed erratic display of egm in the single stored episode. An explanation is requested.

Manufacturer narrative:
(B)(6), 2012. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.